Event description:
Initial report received on (B)(6) 2011: this spontaneous case was reported by a dermatologist via a company representative and involves a male customer (B)(6). Neither medical history nor concomitant medication were provided. Appr three years ago the customer had been treated with poly-l-lactic acid (sculptra) by a health professional for cosmetic skin procedure., location: area of the cheeks. Dosage was not provided. The customer developed a purulent accumulation with white particles in the treated areas (the dermatologist also used the description "sterile abscess of both cheeks). Corrective treatment included opening, removal, rinsing, and medical treatment with framycetin sulfate/ trypsin. Outcome at the time of the report: ongoing.